Event description:
A report was received that the patient developed an infection at the ipg site. It was noted that the incision site has been bleeding steadily and a yellowish fluid was coming out since implant. It was believed that the infection was procedure related. The patient's pocket site was re-bandaged and change after a few days. The bsn representative was unsure if the patient was placed on antibiotics, however, she might have been in antibiotics postoperatively. The patient was doing well. No further course of action.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the ipg site. It was noted that the incision site has been bleeding steadily and a yellowish fluid was coming out since implant. It was believed that the infection was procedure related. The patient's pocket site was re-bandaged and change after a few days. The bsn representative was unsure if the patient was placed on antibiotics, however, she might have been in antibiotics postoperatively. The patient was doing well. No further course of action.